Event description:
It was reported that the customer was hospitalized for hypoglycemia. Prior to the event, the customer was incoherent and was taken to the hosp. During the troubleshooting, the customer stated that the basal rates were incorrect. The customer was assisted with reprogramming the correct basal rates. Troubleshooting was done and the pump passed testing.